Manufacturer narrative:
Results of investigation: vyaire medical was able to verify the customer's reported issue during testing and evaluation. Visual inspection revealed the lemo receptacle and the lemo elbow connector was dislodged from the stranded cable of the ventilator's side ptv pigtail exposing the wires. This condition created a short circuit due to expose wires. The ventilator was opened up and inspected, there were no signs of burnt residue or anomalies found. Vyaire medical replaced the ventilator's side ptv pigtail to resolve the reported issue.

Event description:
It was reported to vyaire medical that the ventilator was sparking from the pigtail during a transport. There was no patient harm associated with this reported event.